Manufacturer narrative:
(B) (4). Evaluation summary: during product evaluation, the condition of the stop key on the channel c phm keypad not working was confirmed. The event was due to an inoperable phm keypad on channel c. The phm keypad on channel c was replaced. The pump was tested and returned within specification. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated (B) (4).

Event description:
The device was returned to baxter for service. During testing, the baxter technician reported the stop key on the channel c pump head module (phm) keypad does not work. There was no patient injury or medical intervention necessary. No additional information is available.